Manufacturer narrative:
Additional information was received from the patient profile form that there was migration of the filter other than to the heart including migration of the fractured struts, filter embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc and stenosis. The patient also reports having severe pain and suffering, including emotional distress, severe clotting of the veins, pulmonary embolism, numerous surgical procedures, substantial exposure to radiation, placement of a new ivc filter, and damage to veins and blood flow. The filter was eventually successfully approximately removed in 9 years after placement. During the removal procedure the device was noted as being fractured. The patient has suffered a significant decrease in ability to enjoy life and is on blood thinners daily. The patient stated his life has changed, he is constantly avoiding activities and am often afraid of what the blood thinners will do. At filter placement, additional medical records indicate the reason for the procedure was deep vein thrombosis post motor vehicle injury with severe pelvic injury. The filter was deployed just below the trace of the renal veins. 9 years later, the patient had thrombectomy of the bilateral extremity with dvt extending to the inferior vena cava and pulmonary embolism post thrombectomy. The filter was removed 2 months later. There was also angioplasty of the ivc due to the stenosis. The patient was placed on xarelto for pulmonary embolism. (B)(4) additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter malfunctioned and caused injuries and damages to plaintiff including, but not limited to, severe tilting and fracture of the filter, deep vein thrombosis (dvt), thrombosis of his inferior vena cava (ivc) filter and vena cava, high grade stenosis of his vena cava. Additional information was received on the patient profile form that there was filter migration and migration of the fractured struts, filter embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc and stenosis. The patient also reports having severe pain and suffering, including emotional distress, severe clotting of the veins, pulmonary embolism, numerous surgical procedures, substantial exposure to radiation, placement of a new ivc filter, and damage to veins and blood flow. The indication for the filter implant was deep vein thrombosis (dvt) and prophylactically status post a motor vehicle accident and severe pelvic injury. The filter was placed via the right common femoral vein and deployed just below the entrance of the renal veins. Nine years post implant the patient had thrombectomy of the bilateral extremity with dvt extending to the inferior vena cava and pulmonary embolism post thrombectomy. The filter was successfully removed percutaneously two months later, approximately nine years post implant. The operative notes indicate that the reason for removal was a patient with venous thromboembolism (vte) on anticoagulation and no longer requiring an ivc filter. At the time of the filter removal ivc thrombectomy around the ivc filter site and angioplasty of ivc stenosis were also performed. The actual procedural dictation of the removal procedure has not been provided. The patient was scheduled to be restarted on xarelto. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Without the procedural films or post-placement imaging and the limited information provided, the report of blood clots, clotting and occlusion of the inferior vena cava (ivc) filter could not be confirmed or clarified, nor a conclusion about the reported events be drawn. Blood clots, thrombosis in the filter, ivc stenosis and occlusion of the ivc do not represent a device malfunction, rather clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without procedural films for review, the reported filter fracture, tilt and migration could not be confirmed, and the cause could not be determined. The instructions for use (IFU) states filter fracture and migration are potential complications associated with vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. With the limited information provided it is not possible to establish a relationship between the reported events of fracture and migration of the device. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, a relation between the device and the event could not be determined. Pain does not represent a device malfunction. At this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal brief, the plaintiff underwent placement of defendants' optease vena cava filter or about (B)(6) 2006 for prophylactic prevention of pulmonary embolism. The optease filter subsequently malfunctioned and caused injuries and damages to plaintiff including, but not limited to, severe tilting and fracture of the filter, deep vein thrombosis (dvt), thrombosis of his inferior vena cava (ivc) filter and high grade stenosis of his vena cava. The device is unavailable for analysis as it is still implanted in the patient. A device history record could not be conducted as a lot number was not provided. Without procedural films for review, the reported events could not be confirmed and the exact cause could not be determined. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Deep vein thrombosis does not represent a device malfunction. The reported thrombosis could not be confirmed without films for review. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instruction for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Additionally, the timing and mechanism of the filter tilt is unknown at this time. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective or preventative actions will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the plaintiff underwent placement of defendants' optease vena cava filter or about (B)(6) 2006 for prophylactic prevention of pulmonary embolism. The optease filter subsequently malfunctioned and caused injuries and damages to plaintiff including, but not limited to, severe tilting and fracture of the filter, deep vein thrombosis (dvt), thrombosis of his inferior vena cava (ivc) filter and vena cava, high grade stenosis of his vena cava.